Manufacturer narrative:
The unit was received for investigation on june 09, 2025. The unit was received with a reported system hot, which was confirmed through data log analysis. The compressor had low flow, which possibly caused due to damaged piston seals. Zeolite dust was observed in the unit which, is caused by the breakdown of the zeolite particles. That occurs when the zeolite rubs against one another. Over time this can lead to multiple errors. However, due to the mention of a fire hazard in the reported message and no further conclusions can be drawn without the patient's additional information. This complaint is being submitted in an abundance of caution.

Event description:
On (B)(6) 2025, the patient contacted inogen, to report that an error message indicating a potential fire hazard appeared on their gs home concentrator. The patient did not provide specific details regarding the circumstances of the message, including when or how it occurred. Inogen, attempted to follow up with the patient on three separate occasions to gather more information, but the patient was unreachable. No injuries, fires, or property damage were reported. This complaint is being submitted due to the nature of the error message referencing a potential fire hazard.